Event description:
It was reported that the right ventricular (rv) lead had high thresholds, a loss of capture and a possible fracture. It was also reported that two days prior to replacement, an left ventricular (lv) lead impedance warning was triggered for high impedances. The rv lead was partially explanted as the lead broke during attempted removal. Due to a lack of vasculature access, a new rv lead could not be placed. The lv lead remains in use and is currently set in the rv device port. The patient is pacing the right atrium and left ventricle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).